Event description:
Ff/emt's responded to a pedestrian/automobile collision. The pt had been hit by the automobile that had been going approximately 45 mph. The device was connected to the pt with disposable defibrillation/ECG electrodes, but according to the reporter, the device would not display the pt's ECG in paddles (quick-look). The reporter could not offer any other details about the reported incident. The pt was not resuscitated but the reporter stated the alleged device malfunction did not cause or contribute to the pt's death because they were not viable.